Manufacturer narrative:
The hill-rom technician replaced the brake casters to resolve the issue.

Event description:
The hill-rom technician alleged the brake casters would swivel when brakes were activated. No injuries reported.